Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that d the controller plug receptacle broke off and fell into the housing when the wand was plugged into the machine. The coblator was not used due to the mechanical difficulty so they used a different modality: suction bovie. The incident occurred before the procedure; no complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D1 and d4 updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection observed a cracked bezel and the wand port is pushed inside the unit. A functional evaluation revealed most settings cannot be tested due to the pushed in wand port. The unit was opened and found no issues. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. No containment or corrective actions are recommended at this time.